Manufacturer narrative:
The field service technician was onsite. The field service technician (fst) cleaned the 3- way valve and reinstall the 3-way valve driver. The device is back in clinical use. Since no parts were replaced and the device is already back in use, no further investigation could be performed. Therefore no most probable root cause could be determined. The failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint# (B)(4).

Manufacturer narrative:
When further information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hcu 30 does not heat up during use. The device was replaced. No patient was harmed. Complaint# (B)(4).